Event description:
It was reported to medtronic minimed that the customer experienced the keypad is not responding. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed and the customer reported that the pump screen was scrolling without input from the user and pump had not been exposed to altitude change. No harm requiring medical intervention was reported. Mmt-1715kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test and self test. Intermittent button response noted during testing. Pump was cut open to perform visual inspection and found flattened keypad dome (no crease). Successfully downloaded history files and traces using thus. No stuck key alarms noted during testing and no stuck key alarm was found in the (history file or traces). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case battery tube, label damage (faded), and cracked case corner of belt clip rail. Keypad unresponsive / button error alarm was confirmed during analysis and was due to a flattened keypad dome. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.